Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Technical finding of damage top power was observed.